Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect hbsag qualitative lot 03294fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lot, worldwide field data was reviewed. The median population result for the lot was comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative (lot# 03294fn00).

Manufacturer narrative:
Product evaluation conclusion updated to include r&d testing, 20 august 2020: testing was performed on sid (B)(6) using the architect hbsag next qualitative assay with a reactive result of 3404.18 s/co obtained which aligns with the repeat reactive (652, 647 and 663 s/co) and confirmed positive results (92% neutralization) obtained with the architect hbsag qualitative ii/ architect hbsag qualitative ii confirmatory assays. Pcr and sequencing testing were also performed on the sample where the pres1-s region was successfully amplified and sequenced. Overall, the testing performed indicates that the sample is a true positive. Pcr and hbsag next testing confirmed the positive result obtained by the customer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false repeat reactive architect hbsag result on one (B)(6) yr old patient. Results provided: (B)(6) 2019 sid (B)(6) = 652 / 647 / 663 s/co; hbsag confirmatory neuralization assay = 91.99% (confirmed positive). Previous hbsag results: (B)(6) 2019 = 0.33 s/co, (B)(6) 2018 = 0.2 s/co, (B)(6) 2015 = 0.3 s/co. Other test results provided: (B)(6) 2019 sid (B)(6): anti-hbs = >1000 miu/ml; anti-hbc = 0.2 s/co (nonreactive); anti-hbc igm = 0.06 s/co (nonreactive); hbeag = 5.26 s/co (reactive); anti-hbe = 2.65 s/co (negative); hbv dna = 3.07 x10^6 iu/ml. No impact to patient management was provided.